Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.

Event description:
Complaint description: asr revision, left resurfacing. Reason for revision: unknown. Bi-lateral patient. For right side see com (B)(4). Doi: (B)(6) 2008; dor: (B)(6) 2013; left hip. Update mar 21, 2018. Additional information received from crawford. Reason(s) for revision: pain. Updated doi and dor.